Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire had fractured. A 182cm choice floppy guidewire was being used during a percutaneous coronary intervention. During the procedure, the guidewire broke. The device was removed from the patient, and a new device was used to complete the procedure successfully. No patient complications occurred due to this event.